Event description:
In 2008, a female was implanted with a 30mm amplatzer® septal occluder (¿aso¿). A follow-up visit eight days later, did not indicate evidence of a pericardial effusion; however, there was trivial mitral valve insufficiency with mitral valve prolapse, in addition to tricuspid valve regurgitation (tr). The same findings were noted at the six week follow-up. In 2009, a trivial central regurgitation at the mitral valve with mild mitral valve insufficiency was noted. The regurgitation appeared to be hitting the aso, which was also evident on the previous echocardiograms. There was trivial tr with the jet measuring an rv-ra gradient of 22 mmhg. There was no evidence of shunting at the atrial ventricular or ductal level. Two days later, the patient was admitted for a perforated mitral valve with associated mild mitral regurgitation (mr), although there were no interval cardiac signs or symptoms. The aso was robotically excised, the mitral valve was repaired with closure of the holes in the anterior leaflet, and the atrial septal defect was closed with a pericardial patch.

Event description:
Baxter received a report on a minicap transfer set with lot# h09d27030. According to the initial report, in 2009, the patient had a six month follow-up tube change. They came to the unit the next day, with the catheter's blue and white part broken (the legs) and the fluid leaking out before connection. The patient said he experienced the catheter being very stiff when they tried to close the transfer set after dialysis. When they wanted to open the transfer set for the next therapy, it was broken. The initial report stated there was no mishandling or use of any force. The defect was noted during patient use. No patient injury reported.

Manufacturer narrative:
If the sample or evaluation results become available, a follow up report will be submitted.